Event description:
The customer reported a false reactive alinity I anti-hbs result on a patient that was not reported out of the laboratory. The following results are provided: initial result = 24.17 miu/ml. Reference range = 10 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I anti-hbs reagent lot 76183fz01. Review of tracking and trending by list number and by complaint lot did not identify an increase in complaint activity related to reagent lot 76183fz01. Device history review did not identify issues associated with the customer¿s observation. Customer field data was used to assess the performance of the alinity I anti-hbs assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent lot 76183fz01.

Event description:
The customer reported a false reactive alinity I anti-hbs result on a patient that was not reported out of the laboratory. The following results are provided: initial result = 24.17 miu/ml. Reference range = <10 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.